Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of below 40mg/dl. Cause was not known. Customer was treated with glucose tablets, carbohydrates and juice to address the bg. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.